Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose readings. The customer's blood glucose value was 40 mg/dl. The customer treated with orange juice. The customer's blood glucose went up to 400 mg/dl. The customer declined to troubleshoot for low reading. The product was not returned for analysis.